Event description:
Received an event report from contracted vendor for a service call to check a CPAP machine in patient's home. Upon inspection of the dream station pap the vendor noticed the memory cary appeared to be burnt. Patient has sleep apnea and issued a CPAP machine for home use. Initial follow up visit on (B)(6) 2017 identified no problems. Patient called and stated that the machine was not working. Vendor visited home and noted that the smart card was burnt/melted and removed the unit from the home and replaced with another CPAP machine.